Event description:
The facility reported a colleague infusion pump with a constant audio alarm; the caller took out the batteries to silence the alarm. This condition had the potential to interrupt delivery. The event was reported to have occurred during biomedical testing in the biomedical service department. There was no report of patient/user involvement, injury or medical intervention. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of "constant audio alarm, caller took out batteries to silence alarm for shipping purposes" was confirmed and reproduced during product evaluation. The root cause of this condition was assigned to defective user interface module printed circuit board. The user interface module printed circuit board was replaced to correct this condition. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter will continue to monitor similar reports to determine if further actions are required.